Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector and insertion section was squeezed, which led to abnormality of image sensor unit and abnormality of image sensor unit cable. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope leaks after disinfection and didn't pass the leak test, . The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an electrical continuity error due to water invasion causing scope communication error b30. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an electrical continuity error due to water invasion caused scope communication error b30 and no image. In addition to the reportable malfunction, the following were noted: the scope identification data was lost; there was a large leak in the instrument channel; the plastic distal end cover had a large chip/dent; the bending section cover adhesive was lifting; the forceps/instrument channel had a buckling or deformation causing a restriction of the forceps and cleaning brush when inserted; switches 1-4 were not working; the insertion tube had a dent/large buckles near the boot; the light guide tube had a minor dent; the scope connector, control body, light guide lens, and light guide prong mount had fluid inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.